Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring proximal seal got jammed and did not load properly. The product is returning.